Manufacturer narrative:
The t:slim user guide states: if you damage or drop your t:slim system, ensure that it is still working properly. If you are unsure about potential damage, disconnect the infusion set from your body and contact tandem customer technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had dropped the pump onto a rubber mat.. There was no damage to the pump; however, multiple occlusions have been received. The customer changed the supplies on the pump. The cannula was not kinked. The customer's blood glucose (bg) level was 229 mg/dl and a correction bolus via the pump was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.